Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2016, a remote follow-up was performed with the subject device. In the corresponding pdf file, it was traced that 32 mode switch episodes had occurred. When the patient file was downloaded to check the detailed data, 15 arrhythmia episodes were observed recorded. In some of the episodes, there are some events recorded and sudden flat lines in both atrial and ventricular channels as well as in the markers channel. In other episodes, flat lines were observed throughout the entire recorded episode in all the channels (both egms and markers). Investigations are required.

Manufacturer narrative:
(B)(4). Preliminary analysis confirmed that the reported observation (flat lines in both channels) is related to an issue on the configuration file of the inductive monitor. Indeed, there was incoherency between the size of data to read and the amount of data to read.

Event description:
On (B)(6) 2016, a remote follow-up was performed with the subject device. In the corresponding pdf file, it was traced that 32 mode switch episodes had occurred. When the patient file was downloaded to check the detailed data, 15 arrhythmia episodes were observed recorded. In some of the episodes, there are some events recorded and sudden flat lines in both atrial and ventricular channels as well as in the markers channel. In other episodes, flat lines were observed throughout the entire recorded episode in all the channels (both egms and markers). Investigations are required.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a remote follow-up was performed with the subject device. In the corresponding pdf file, it was traced that 32 mode switch episodes had occurred. When the patient file was downloaded to check the detailed data, 15 arrhythmia episodes were observed recorded. In some of the episodes, there are some events recorded and sudden flat lines in both atrial and ventricular channels as well as in the markers channel. In other episodes, flat lines were observed throughout the entire recorded episode in all the channels (both egms and markers). Investigations are required.

Event description:
On february 22nd, 2016, a remote follow-up was performed with the subject device. In the corresponding pdf file, it was traced that 32 mode switch episodes had occurred. When the patient file was downloaded to check the detailed data, 15 arrhythmia episodes were observed recorded. In some of the episodes, there are some events recorded and sudden flat lines in both atrial and ventricular channels as well as in the markers channel. In other episodes, flat lines were observed throughout the entire recorded episode in all the channels (both egms and markers). Investigations are required.